Event description:
It was reported that pump experienced malfunction while caller kept pump in bathroom during showering, and malfunction alarm with code malf 0 appeared. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, performed reset with assistance, and malfunction did not recur, so customer was advised to continue using pump and to call back if problem returned.